Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the user, on (B)(6) 2012, a patient of unknown age and gender presented for an endovenous laser treatment. It was noted that the tip of the device was bent when taken out of the package. The endovenous laser was replaced with another new of the same device without complication. There was no report of harm or injury to the patient due to this product problem.